Event description:
It was reported that the patient's ipg had reached end of life. Surgical intervention is pending to address this issue.

Manufacturer narrative:
B3: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected data: h6: investigation codes have been corrected in this report. A patient experiencing an inoperable ipg was reported to abbott. The patient ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025, in which the ipg was explanted and replaced.